Manufacturer narrative:
The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, deeply scratched display screen. No crack on display window or glass.

Event description:
It was reported that the insulin pump was cracked on the display screen. The insulin pump passed the self test. No blood glucose reading was given. Nothing further was reported.